Event description:
On (B)(6) 2022 my legs started hurting at night in bed. Started out with neurologist to neurosurgeon to ortho ended up with gi surgeon and infectious disease dr. Helping me the most. But it wasn't until a huge abscess and 10 weeks of antibiotics through PICC line and drain. Was taken off antibiotics because abscess to minimum and drain pulled. CT scans and MRI's never showed for sure what was feeding the abscess. Showed I have osteomyelitis in my lower lumbar though. 5 days later I was sick and could barely walk because pain of left hip, like before from abscess going inside hip muscles causing sciatic nerve pain. I went to emergency room and they did CT scan and said abscess was back with vengeance. They pumped antibiotics in me and had hard time getting me worked in to get another drain, temp hit 104 and my nurse watched me get worse and worse and they finally got drain in. The next day my gi surgeon opened me up to find what was trying to kill me. My mesh that I had put in 20 years ago for incontinence and prolapse was inside my small intestine, and they were stuck I guess to my lower lumbar. The gi surgeon said he had never seen anything like that. He had to resection small bowel and made small repairs here and there, and removed my appendix. Here I sit today two weeks later with a drain still in me and continuous IV antibiotics thru PICC line. My lower belly isn't right, besides incision straight down it. But I never dreamed that the mesh I had implanted 20 years earlier would come back and seriously hurt me. It has all been removed, he thinks, but what's next if I have incontinence problems again and prolapse. What product or procedure won't come back and hurt me later. That's the last CT scan that I had while in emergency room that showed I had something seriously wrong that needed to be addressed asap.